Manufacturer narrative:
(B)(4).

Event description:
It was reported that stimulation was intermittent. Intermittent stimulation began occurring approx 2 weeks ago. There was no known accident or incident related to this event.